Event description:
It was reported that the pt underwent a removal procedure with reinstrumentation. During the procedure, the tip of the driver sheared off while removing the set screw. The broken piece was retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4). The product has been returned to the MFR for eval. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to spec.